Event description:
The manufacturer received information alleging a ventilator's screen was cracked, black and with lines on the screen. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's screen was cracked, black and with lines on the screen. There was no harm or injury reported. The previously reported information was incorrect. The previous submission should have reported: the manufacturer previously reported receiving information alleging a ventilator's screen was cracked, black and with lines on the screen. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's lcd display was replaced to address the issue. There was evidence of physical damage.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's screen was cracked, black and with lines on the screen. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's lcd display was replaced to address the issue.